Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a tear in the tubing was identified during an infusion. After the IV was started, the normal saline was infusing at a keep vein open rate in preparation for the transfusion. Fluid was observed dripping down the IV pump. No patient harm was reported.

Event description:
It was reported that a tear in the tubing was identified during a normal saline infusion in preparation for a blood transfusion in nicu. Fluid was observed dripping down the IV pump. The although requested, no further details or information regarding this event was provided. No patient harm was reported..

Manufacturer narrative:
The report of a tear in the IV tubing was confirmed. During visual inspection, a tear was identified on the silicone segment near the upper fitment of the set. Functional testing noted a leak in the same location. The root cause of the customer's report could not be identified.